Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that a patient alert sounded for the right ventricular (rv) lead having noise and short interval counts (sic). The rv lead had a possible fracture. It was noted the impedances were stable. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.